Event description:
It was reported that noise was observed on the right ventricular lead of an asymptomatic patient through remote monitoring. Noise reversion algorithms had appropriately suppressed the noise. On (B)(6) 2015, additional noise was observed remotely. A rise in impedance and capture thresholds were seen as well as a decrease in sensing values. In clinic, the noise could be reproduced. The lead¿s pacing configuration was altered and no noise was seen. The patient would continue to be monitored.

Manufacturer narrative:
(B)(4).